Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the pacemaker exhibited episodes of high capture threshold. The pacemaker was explanted and replaced. The patient condition was unknown.